Event description:
Clinical information: (B)(6) - portico ng approval study, patient site ID: (B)(6). It was reported that on (B)(6) 2021, a 27mm portico ng/navitor valve was successfully implanted in a patient. On (B)(6) 2023, it was noted the patient presented with acute right sided weakness. A computed tomography (CT) scan was performed and the intracranial head CT showed no evidence of acute cortical infarct, intracranial hemorrhage, mass, mass effect or other acute intracranial abnormality. CT of the patient's neck found moderate atherosclerotic plaque in the carotid bulbs. Approximate 80% stenosis of the most proximal right internal carotid artery due to atherosclerotic plaque at the right carotid bulb region. Approximate 40-50% stenosis of the most proximal left internal carotid artery due to atherosclerotic plaque in the left carotid bulb region. The decision was made to administered the patient a tissue plasminogen activator. The cause of the patient's right sided weakness is unknown.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of fatigue was reported. Information from field indicated that the patient presented with acute right sided weakness. Information from field also indicated that CT of the patient's neck found moderate atherosclerotic plaque in the carotid bulbs. Approximate 80% stenosis of the most proximal right internal carotid artery due to atherosclerotic plaque at the right carotid bulb region. Reportedly, approximate 40-50% stenosis of the most proximal left internal carotid artery due to atherosclerotic plaque in the left carotid bulb region. The decision was made to administer the patient a tissue plasminogen activator. The cause of the patient's right sided weakness is unknown. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.